Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14304 and 3005099803-2013-14303 address these devices. It was reported to boston scientific corporation on (B)(6), 2013 that two resolution hemostasis clipping devices were used during a procedure according to the complainant, during the procedure, the two hemostatic resolution clips would not function properly. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the device was half deployed. The clip assembly was detached and inside the over sheath. The over sheath was bunched and in accordion. The yoke which was still attached to the control wire was then actuated and deployed. It was also noticed that the prongs were locked into the capsule. Although failures were observed, the reported complaint could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14304 and 3005099803-2013-14303 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a procedure. According to the complainant, during the procedure, the two hemostatic resolution clips would not function properly. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.